Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve exhibited discoloration consistent with blood contact. All leaflets were in a semi-closed position with a gap between their free margins. All leaflets were observed intact. Thrombus was observed on the commissures. All commissures and posts appeared intact. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as after implant, a central jet causing aortic insufficiency was identified with poor coaptation. It was further noted that additional sutures were added, however the central jet and aortic insufficiency continued, therefore the valve was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve exhibited discoloration consistent with blood contact. The valve appeared to have a segment of the sewing cuff inverted. A remnant of a green multifilament suture remains attached to the sewing ring. Small needle holes observed along the sewing cuff show placement of implantation sutures; also found on the sewing cuff were tears. On top of post 2, there was a tear observed. These findings may be associated with contact from a sharp instrument during the explant procedure. All leaflets were in a semi-closed position with a gap between their free margins. All leaflets were observed intact. All commissures and posts appeared intact. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Corrected the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.